Manufacturer narrative:
A ge service rep performed an onsite investigation. The usb connection for the cd/dvd drive was evaluated and found to be hanging the gpos. The connector was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot to a usable state. No pt or user injury was reported.